Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown how the customer treated high blood glucose value. Customer alleging possible insulin pump was under delivery because blood glucose level was stable before insulin pump restarted. No harm requiring medical intervention was reported. The customer will continue to use the device.